Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a malfunction alarm. The customer's blood glucose (bg) level was elevated (400's mg/dl). The customer went to the emergency room (ER) and an insulin drip and intravenous (IV) fluids were administered to address bg level. Reportedly, customer left the ER in target range (200's mg/dl).